Event description:
It was reported that the pt was admitted to the hospital due to sepsis. When attempting to dialyze the pt, the staff noted a hole in the lumen. The doctor concluded that the reported septicemia was related to the hole in the catheter.